Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old female patient underwent a pulmonary vein isolation (pvi)/cavotricuspid isthmus (cti) ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bidirectional sf catheter. After pvi, the thermocool smarttouch bidirectional sf catheter was exchanged for a non-biosense webster, inc. 8 mm tip catheter for cti ablation. Cti was ablated x 9 and the block line was completed. Two minutes post-cti ablation, aortic pressure decreased to 40 mmhg and a tamponade was confirmed via transthoracic echocardiogram (tte). Pericardiocentesis yielded 300 ml of blood. Noradrenaline (norepinephrine) was administered and aortic pressure increased to 60 mmhg. One hour post-pericardiocentesis, patient was transferred to the intensive care unit. Six hours post-transfer, the patient¿s status improved. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17667248l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: soundstar eco sms 8f catheter, us catalog #: 10439011, lot #: e8067126. Stockert 70 system, u.s. Catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi)/cavotricuspid isthmus (cti) ablation procedure for atrial fibrillation/atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After pvi, the thermocool smarttouch bidirectional sf catheter was exchanged for a non-biosense webster, inc. 8 mm tip catheter for cti ablation. Cti was ablated x 9 and the block line was completed. Two minutes post-cti ablation, aortic pressure decreased to 40 mmhg and a tamponade was confirmed via transthoracic echocardiogram (tte). Pericardiocentesis yielded 300 ml of blood. Noradrenaline (norepinephrine) was administered and aortic pressure increased to 60 mmhg. One hour post-pericardiocentesis, patient was transferred to the intensive care unit. Six hours post-transfer, the patient¿s status improved. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that there were several times that the impedance increased during cti ablation (with the non-bwi catheter) and that a perforation may have occurred. Physician also indicated that biosense webster, inc. Products were not related to the adverse event. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Stockert 70 system was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or irrigated catheter flow setting. Impedance cut-off value was not exceeded while using biosense webster, inc. Products, as the impedance increased during cti ablation with the non-biosense webster, inc. Catheter. No cut-off values were exceeded while using biosense webster, inc. Catheters. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).